Event description:
It was reported that the patient went to the hospital after receiving an inappropriate shock. During the interrogation, oversensing noise was noted. A lead replacement is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the actual lead was not received for evaluation. We did receive performance data the indicates patient alerts for low bv on (B)(4) 2011 03:00:03 and (B)(4) 2012 03:00:04. Sensing - oversensing, 37 ventricular nst<=210 ms between (B)(4) 2012 19:18:51 and (B)(4) 2012 16:39:04. 19 - vf<=210 ms average v-cycle between (B)(4) 2011 09:59:07 and (B)(4) 2012 17:37:29. Sensing - interference/noise, ventricular short interval count v-sic=552.4 counts avg/day, in 4.89 days, between (B)(4) 2012 19:52:22 and (B)(4) 2012 17:18:13. Impedance - high resistance/impedance 2 - patient alerts for rv. Pace lead z > 2500 ohms on (B)(4) 2011 03:00:03 and (B)(4) 2012 03:00:04. Weekly pace lead impedance trend data shows an abrupt increase for max rv pace = 720 to 11216 ohms peak between (B)(4) 2011 and (B)(4)2012.

Event description:
It was reported that the patient went to the hospital after receiving an inappropriate shock. During the interrogation, oversensing noise was noted. A lead replacement is scheduled. It was later reported that the lead has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the actual lead was not received for evaluation. We did receive performance data the indicates patient alerts for low bv on (B)(6) 2011 03:00:03 and (B)(6) 2012 03:00:04. Sensing - oversensing, 37 ventricular nst<=210 ms between (B)(6) 2012 19:18:51 and (B)(6) 2012 16:39:04. 19 - vf<=210 ms average v-cycle between (B)(6) 2011 09:59:07 and (B)(6) 2012 17:37:29. Sensing - interference/noise, ventricular short interval count v-sic=552.4 counts avg/day, in 4.89 days, between (B)(6) 2012 19:52:22 and (B)(6) 2012 17:18:13. Impedance - high resistance/impedance 2 - patient alerts for rv.pace lead z > 2500 ohms on (B)(6) 2011 03:00:03 and (B)(6) 2012 03:00:04. Weekly pace lead impedance trend data shows an abrupt increase for max rv pace = 720 to 11216 ohms peak between (B)(6) 2011 and (B)(6) 2012.